Event description:
It was reported that some of the integrated flow rate values (tens digit) do not light up and the correct numbers are not displayed. The issue found during an unknown event. There was no patient harm, no user injury reported due to the event.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation, service repair noted the following: return device: serial # is (B)(4). Visual inspection: there was an abnormality in the appearance. Actual machine confirmation: the problem reproduced. Missing rear panel characters observed. Based on evaluation findings, the customer reported issue was reproduced. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device met all specifications at the time of shipment. Based on the results of the investigation, it has been confirmed that the front panel light emitting diode (led) was defective. Therefore, it is possible that the display function did not function normally due to a front panel led failure. The specific root cause of the defective led could not be determined at this time. Olympus will continue to monitor field performance for this device.